Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pt had a return in spasticity. A catheter dye study was done, but the results were inconclusive. The pt had a pump replacement. The pt's final outcome was reported as "no injury" and they had recovered without sequela. The medication being delivered via the device system was lioresal.